Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, after stapling, the ateria pulmonary, after a while, a blood leakage on the staple line was found. They stopped the bleeding with a compression and glue.